Event description:
It was reported that during a da vinci total benign hysterectomy procedure the tenaculum forceps instrument cable was noted to be broken upon insertion into the cannula and under magnification of the davinci camera. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was frayed at the distal idlers. The cable segment stuck out at the wrist. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis also found that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can the customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.